Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had required intervention for hypoglycemia. The patient's blood glucose levels had decreased to 51 mg/dl. The patient reports while at a scheduled doctors visit their blood glucose level had gone from 51 mg/dl to 59 mg/dl, as treatment, the patient was provided a sugar pill from their doctor. In addition the patient reports their dexcom sensor was reading higher than a finger stick. The patient was at the doctors for 45 minutes. The patient reports upon changing their sensor their readings were accurate.